Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse/mishandling of the device due to excessive load, off-axis tensioning, or incomplete engagement during tightening, which can lead to slippage, reduced torque transmission, or loss of tensioning function.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-7800 fibertape® cerclage tensioner and an ar-7801 fibertape® cerclage tensioner ratcheting handle may have possible internal wrench damage. This occurred during a case; the fibertapes were not tightening up properly, and they believe it's due to possible internal wrench damage.